Event description:
Manoscan (B)(4) catheter calibrated pre procedure. Catheter disconnected per protocol and placed in patient during egd procedure. Catheter reconnected to processor after placement. Pressure sensor were not working. Unable to perform esophageal impedance motility study. Catheter removed, patient and md notified.